Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain. The cause of peritonitis was unknown. It was reported that the patient was taken to the hospital and stayed only for couple of hours; however, it was not reported if the patient was hospitalized for the event. On an unspecified date, the patient was treated with unspecified antibiotics (ongoing) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.